Manufacturer narrative:
Age: corrected information. Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and the heartmate 3 lvas cannot be conclusively determined. The patient was implanted on (B)(6) 2019 and expired on (B)(6) 2019 due to multisystem organ failure. No specific device-related issues were reported in association with the event. The account communicated that an autopsy was not performed and heartmate 3 lvas, will not be returned for evaluation. Multiple attempts for additional information were sent to the account; however, none was provided. The heartmate 3 lvas instructions for use lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The manufacturer is closing the file on this event. Associated with the use of heartmate 3 left ventricular assist system.

Manufacturer narrative:
The approximate age of the device was 19 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2019. It was reported that the patient expired on (B)(6) 2019 due to multi-system organ failure. No further information was provided.